Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap cholecystectomy procedure, the gallbladder was placed in the specimen bag. When tension was used, the bottom seam of the bag ripped and the gallbladder fell out. The bag was then removed from the site. The gallbladder was intact and a new specimen bag was opened and the specimen was placed inside with a grasper. Four bags in total were opened until one didn't break. No adverse events have been reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation endo catch gold 10mm specimen pouch intl opened by the account. The instrument was received with the bag detached and not received. There was plastic remnant on the ring and the black shrink tubing was intact. The pull ring was not received. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Since the bag was not received for analysis, the file will be concluded to be a not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.